Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from health care professional(hcp). It was reported that the patient was given oral and intravenous antibiotics to resolve the infection. They mentioned that the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 rtg0686768 (con): neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they developed an infection at the implant site since tuesday night. Patient was already checked by the healthcare provider (hcp) and they can't do anything with the implant until the infection was clear. The patient was redirected to their healthcare provider (hcp) to further address the issue. Call was rescheduled for next monday.